Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer reverted to alternate method of insulin therapy. Customer's blood glucose was approximately 400 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.